Event description:
It was reported that there was hole in the shaft and the balloon was leaking. A 3.0mmx220mmx90cm (4f) sterling balloon catheter was used in an angioplasty procedure. It was reported that during the procedure, the balloon tore on the shaft while the cover was being removed. Inflation was attempted but the balloon was leaking. A hole was also noted in the shaft. The procedure was completed with a different device. There were no patient complications as a result of this event and the patient fully recovered.